Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('only right remains in uterine wall') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included peripheral nerve decompression (nerve decompression (left)) on (B)(6) 2015, onychomycosis on (B)(6) 2015, sciatica, pain in extremity (lle pain), neuroma, low back pain (lower back pain with radiating pain), leg pain, paresthesia, obesity (bmi 30-34.9,), reflux esophagitis, asthma, vitamin d deficiency, pelvic pain female, pain lumbosacral, lumbar disc disease, hepatitis, numbness, lumbar radiculitis, upper respiratory infection, cough (greenish phlegm), sinusitis, multiple allergies, lower extremity mass and fracture (left 5th digit fracture). Concomitant products included budesonide (pulmicort), bupivacaine (marcaine), gabapentin (neurontin), naproxen, nortriptyline, nortriptyline hydrochloride (pamelor), salbutamol (albuterol), salicylic acid;triamcinolone acetonide (kenalog), steroids and tramadol. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant) and device expulsion ("only right remains in uterine wall"). The patient was treated with surgery. At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter commented: hysteroscopic permanent implant placement in both fallopian tubes, for occlusion. On (B)(6) 2014, salpingectomy with removal of left essure coil was done and the right remained in uterine wall. On (B)(6) 2014, patient presented with pelvic pain, female. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging on (B)(6) 2014: lumbar radiculitis and lumbar disc displacement. Concerning the injuries reported in this case, the following event was described in patient's medical record device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: medical record received. Case became incident. Event injury nos was replaced with event added from mr- right remains in uterine wall. Patient demographic, medical history and concomitant drugs were added. New reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), embedded device ('only right remains in uterine wall/ right coil migrated and noted as likely in wall or serosa of uterus/it remains embedded') and genital haemorrhage ('irregular bleeding') in an adult female patient who had essure (batch no. A72332) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included peripheral nerve decompression (nerve decompression (left)) on (B)(6) 2015, onychomycosis on (B)(6) 2015, sciatica, pain in extremity (lle pain), neuroma, low back pain (lower back pain with radiating pain), leg pain, paresthesia, obesity (bmi 30-34.9,), reflux esophagitis, asthma, vitamin d deficiency, pelvic pain female, pain lumbosacral, lumbar disc disease, hepatitis, numbness, lumbar radiculitis, upper respiratory infection, cough (greenish phlegm), sinusitis, multiple allergies, toe injury, fractured finger (left 5th digit fracture), candida vaginal, postpartum depression and gerd. Concomitant products included budesonide (pulmicort), bupivacaine (marcaine), famotidine, gabapentin (neurontin), loratadine (axcel loratidine), loratadine, pseudoephedrine sulfate (claritin-d allergy), naproxen, nortriptyline, nortriptyline hydrochloride (pamelor), salbutamol (albuterol), salicylic acid;triamcinolone acetonide (kenalog), steroids and tramadol. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("only right remains in uterine wall"), pelvic pain ("pelvic pain.left sided pain"), abdominal pain ("abdominal pain/left sided abdomen"), dysmenorrhoea ("dysmenorrhea (cramping)/left sided pain with menses"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menopausal symptoms ("menopause like symptoms"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), rash ("rashes"), urticaria ("hives"), bacterial vaginosis ("bacterial vaginosis/bacterial infection og vagina"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge/vaginal yellow discharge"), fatigue ("fatigue"), adnexa uteri cyst ("paratubal cyst"), alopecia ("hair loss"), vaginal odour ("vaginal odor"), vulvovaginal pruritus ("vaginal itching") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy attempted but removal of left essure coil only). At the time of the report, the device breakage, embedded device and device expulsion outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menopausal symptoms, vaginal haemorrhage, menorrhagia, rash, urticaria, bacterial vaginosis, migraine, headache, vaginal discharge, fatigue, weight increased, adnexa uteri cyst, alopecia, vaginal odour, vulvovaginal pruritus and nausea had not resolved. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered abdominal pain, adnexa uteri cyst, alopecia, bacterial vaginosis, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menopausal symptoms, menorrhagia, migraine, nausea, pelvic pain, rash, urticaria, vaginal discharge, vaginal haemorrhage, vaginal odour, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: hysteroscopic permanent implant placement in both fallopian tubes, for occlusion. Removal was attempted via bilateral salpingectomy, but right sided coil migrated into the uterus and the doctor wasn't able to remove one coil so it remains embedded. Symptoms remain. Plaintiff is currently exploring options and management of remaining coil. On (B)(6) 2014, salpingectomy with removal of left essure coil was done and the right remained in uterine wall. On (B)(6) 2014, patient presented with pelvic pain, female. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral essure in place. Noted is incomplete occlusion of the right fallopian tube with contrast filling into the right adnexa; on (B)(6)2013: left fallopian tube is occluded, right fallopian tube is not occluded. Magnetic resonance imaging - on (B)(6) 2014: lumbar radiculitis and lumbar disc displacement. Concerning the injuries reported in this case, the following event was described in patient's medical record- device expulsion. Lot number: a72332 manufacture date: 2012-11 expiration date: 2015-11-30. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-dec-2019: quality safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('only right remains in uterine wall') and device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included peripheral nerve decompression (nerve decompression (left)) on (B)(6) 2015, onychomycosis on (B)(6) 2015, sciatica, pain in extremity (lle pain), neuroma, low back pain (lower back pain with radiating pain), leg pain, paresthesia, obesity (bmi 30-34.9,), reflux esophagitis, asthma, vitamin d deficiency, pelvic pain female, pain lumbosacral, lumbar disc disease, hepatitis, numbness, lumbar radiculitis, upper respiratory infection, cough (greenish phlegm), sinusitis, multiple allergies, toe injury and fractured finger (left 5th digit fracture). Concomitant products included budesonide (pulmicort), bupivacaine (marcaine), gabapentin (neurontin), naproxen, nortriptyline, nortriptyline hydrochloride (pamelor), salbutamol (albuterol), salicylic acid;triamcinolone acetonide (kenalog), steroids and tramadol. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("only right remains in uterine wall"), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery. At the time of the report, the embedded device, device expulsion, device breakage, pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia outcome was unknown. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: hysteroscopic permanent implant placement in both fallopian tubes, for occlusion. On (B)(6) 2014, salpingectomy with removal of left essure coil was done and the right remained in uterine wall. On (B)(6) 2014, patient presented with pelvic pain, female. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on (B)(6) 2014: lumbar radiculitis and lumbar disc displacement. Concerning the injuries reported in this case, the following event was described in patient's medical record- device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-nov-2019: plaintiff fact sheet received. Events per pfs: device breakage, pelvic pain, abdominal pain, dysmenorrhea (cramping) and dyspareunia (painful sexual intercourse) were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), embedded device ('only right remains in uterine wall/ right coil migrated and noted as likely in wall or serosa of uterus/it remains embedded') and genital haemorrhage ('irregular bleeding') in an adult female patient who had essure (batch no. A72332) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included peripheral nerve decompression (nerve decompression (left)) on (B)(6) 2015, onychomycosis on (B)(6) 2015, sciatica, pain in extremity (lle pain), neuroma, low back pain (lower back pain with radiating pain), leg pain, paresthesia, obesity (bmi 30-34.9,), reflux esophagitis, asthma, vitamin d deficiency, pelvic pain female, pain lumbosacral, lumbar disc disease, hepatitis, numbness, lumbar radiculitis, upper respiratory infection, cough (greenish phlegm), sinusitis, multiple allergies, toe injury, fractured finger (left 5th digit fracture), candida vaginal, postpartum depression and gerd. Concomitant products included budesonide (pulmicort), bupivacaine (marcaine), famotidine, gabapentin (neurontin), loratadine (axcel loratidine), loratadine, pseudoephedrine sulfate (claritin-d allergy), naproxen, nortriptyline, nortriptyline hydrochloride (pamelor), salbutamol (albuterol), salicylic acid;triamcinolone acetonide (kenalog), steroids and tramadol. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("only right remains in uterine wall"), pelvic pain ("pelvic pain. Left sided pain"), abdominal pain ("abdominal pain/left sided abdomen"), dysmenorrhoea ("dysmenorrhea (cramping)/left sided pain with menses"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menopausal symptoms ("menopause like symptoms"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), rash ("rashes"), urticaria ("hives"), bacterial vaginosis ("bacterial vaginosis/bacterial infection og vagina"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge/vaginal yellow discharge"), fatigue ("fatigue"), adnexa uteri cyst ("paratubal cyst"), alopecia ("hair loss"), vaginal odour ("vaginal odor"), vulvovaginal pruritus ("vaginal itching") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy attempted but removal of left essure coil only). At the time of the report, the device breakage, embedded device and device expulsion outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menopausal symptoms, vaginal haemorrhage, menorrhagia, rash, urticaria, bacterial vaginosis, migraine, headache, vaginal discharge, fatigue, weight increased, adnexa uteri cyst, alopecia, vaginal odour, vulvovaginal pruritus and nausea had not resolved. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered abdominal pain, adnexa uteri cyst, alopecia, bacterial vaginosis, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menopausal symptoms, menorrhagia, migraine, nausea, pelvic pain, rash, urticaria, vaginal discharge, vaginal haemorrhage, vaginal odour, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: hysteroscopic permanent implant placement in both fallopian tubes, for occlusion. Removal was attempted via bilateral salpingectomy, but right sided coil migrated into the uterus and the doctor wasn't able to remove one coil so it remains embedded. Symptoms remain. Plaintiff is currently exploring options and management of remaining coil. On (B)(6) 2014, salpingectomy with removal of left essure coil was done and the right remained in uterine wall. On (B)(6) 2014, patient presented with pelvic pain, female. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral essure in place. Noted is incomplete occlusion of the right fallopian tube with contrast filling into the right adnexa; on (B)(6) 2013: left fallopian tube is occluded, right fallopian tube is not occluded. Magnetic resonance imaging - on (B)(6) 2014: lumbar radiculitis and lumbar disc displacement. Concerning the injuries reported in this case, the following event was described in patient's medical record- device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: pfs received. New events added- menopause like symptoms, abnormal bleeding (vaginal, menorrhagia), irregular bleeding, rashes and hives, bacterial vaginosis, migraines / headaches, vaginal discharge, vaginal odor, vaginal itching, nausea,fatigue, weight gain, paratubal cyst and hair loss. Medical history and concomitant drugs added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('only right remains in uterine wall') and device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included peripheral nerve decompression (nerve decompression (left)) on (B)(6) 2015, onychomycosis on (B)(6) 2015, sciatica, pain in extremity (lle pain), neuroma, low back pain (lower back pain with radiating pain), leg pain, paresthesia, obesity (bmi 30-34.9,), reflux esophagitis, asthma, vitamin d deficiency, pelvic pain female, pain lumbosacral, lumbar disc disease, hepatitis, numbness, lumbar radiculitis, upper respiratory infection, cough (greenish phlegm), sinusitis, multiple allergies, toe injury and fractured finger (left 5th digit fracture). Concomitant products included budesonide (pulmicort), bupivacaine (marcaine), gabapentin (neurontin), naproxen, nortriptyline, nortriptyline hydrochloride (pamelor), salbutamol (albuterol), salicylic acid;triamcinolone acetonide (kenalog), steroids and tramadol. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("only right remains in uterine wall"), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery. At the time of the report, the embedded device, device expulsion, device breakage, pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia outcome was unknown. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: hysteroscopic permanent implant placement in both fallopian tubes, for occlusion. On (B)(6) 2014, salpingectomy with removal of left essure coil was done and the right remained in uterine wall. On (B)(6) 2014, patient presented with pelvic pain, female. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging on (B)(6) 2014: lumbar radiculitis and lumbar disc displacement. Concerning the injuries reported in this case, the following event was described in patient's medical record- device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: quality-safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.